Event description:
Device malfunction: clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after removal of the device, the clip was on the outside of the distal end of the exchange sheath. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device revealed the clip was fully deployed and not returned. During the external examination of the distal end of the exchange sheath, it was found damaged. The tip was ruffled from striking the open vessel locator wings, indicating the sheath was stretched during thumb advancement. There were witness marks at the tip of the sheath indicating the clip tines had struck the sheath during deployment. The type of damage detected at the sheath has been seen in cases were the access site was too small to accommodate the thumb advancement or when the device is not kept inline with the tissue track during thumb advancement, which creates resistance and causes the sheath to stretch. The stretched sheath is then elongated beyond the distal end of the tube set and can capture the clip during deployment. Based on the investigation findings, the probable root cause of the damaged exchange sheath and subsequent interference with clip deployment is related to the operational context in the use of the device. No manufacturing issues were detected. Review of the history record for this lot did not produce any findings relevant to this report.